Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced a temperature alarm while going through the load process. Reportedly the customer was not in any "extreme" conditions. The customer was able to clear the alarm and complete the load process before receiving a second temperature alarm. There was no impact to the customer's blood glucose levels. The customer will continue use the pump until the replacement pump is received.